Event description:
It was reported that a delivery catheter (dc) failed to enter tether mode after atrial leadless pacemaker (lp) fixation. A replacement dc was then used. The lp then started to exhibit failure to capture, poor current of injury, low pacing impedance, and low sensing. Redocking attempts led to the lp's helix becoming stretched as well. The lp and dc were then replaced. Cardiac perforation was suspected to have occurred during this process. Echocardiography did not find any pericardial effusion, so physician proceeded with the procedure. The replacement lp continued to have high capture thresholds, so implant was abandoned. Patient experienced a drop in blood pressure during the withdrawal of dc and lp. Echocardiography confirmed pericardial effusion and cardiac tamponade. Drainage was performed and patient's condition was stabilized.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.